Manufacturer narrative:
H6: investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 2211035, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. Ten retained samples of lot 2211035 were used for additional evaluation. The product was visually inspected, no defects or damage was noted, the stoppers were verified to be properly assembled on to the plunger rod, and no leak was identified. Based on our investigation, we cannot identify a definitive root cause at this time.

Event description:
It was reported that the bd plastipak ¿ - 3-piece syringe experienced leakage. The following information was provided by the initial reporter, translated from french to english: he informed me that he will contact french health authorities (ansm) to ask for lot recall on plastipak 60 ml lot #2211035 because of leaks observed when using this syringe on a syringe pump.

Event description:
It was reported that the bd plastipak ¿ - 3-piece syringe experienced leakage. The following information was provided by the initial reporter, translated from french to english: he informed me that he will contact french health authorities (ansm) to ask for lot recall on plastipak 60 ml lot #2211035 because of leaks observed when using this syringe on a syringe pump.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.